Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the alarm clock on the insulin pump came on. When the customer attempted clearing the alarm, the buttons were unresponsive. The customer was finally able to clear the alarm clock, but the insulin pump alarmed button error. The customer could not recall their blood glucose value at the time of the incident. The customer removed the battery, left it out overnight, and when it was reinserted, the insulin pump did not read the battery. The customer was asked to insert a new battery, and the insulin pump powered on as normal. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms were noted during testing. All operating currents were within specification and no unexpected low battery or off no power alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.